Event description:
Customer reported flap not opening correctly on left eye of one patient. They also reported in a follow up that patient had post-surgical astigmatism and vision loss due to the incomplete flap. Patient pre-op bcva = 1,0. Patient post-op ucva = 0,3.

Manufacturer narrative:
(B)(4): (post surgical astigmatism). Results: expected wear deterioration. Evaluation: equipment was evaluated by a field service engineer (fse). Mechanical and performance test were performed including a visual examination. It was found the site cut values were misaligned which is a result of wear and tear. Fse readjusted the site cut retrace values. Fse also reported that account does not have service contract therefore, this laser is not checked (pm) on a regular basis and that the last known pm date was (B)(6)-2010 (equipment requires quarterly pm). On visit fse was informed that during surgery site cut was not created properly and the surgeon used a blade to manually create the site cut. This could create an uneven flap that can result in loss of vision lines.